Event description:
The pt's lvad beat rate has been over 100 bpm for 6 months due to suspected inflow valve issues. In 2003, the lvad had a red heart alarm and the pt began pneumatic actuation of the device via the hand pump. The hospital tried two different system controllers with the lvad; however, the lvad was unable to be actuated electrically. As a result, the pt was switched to pneumatic actuation with a stroke volume limiter (svl) and and drive console. A decision was made to exchange the lvad for a new lvad. The pt was implanted with the replacement lvad and remains ongoing on lvad support while awaiting a heart transplant.